Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra meter is giving a battery indicator icon. This complaint classified according to the documentation of the customer care advocate. The patient manages her diabetes with glucophage and insulin. The product issue began thirteen days prior, at approximately 2pm. The patient did not replace the battery, per the one touch ultra owner's manual. There was no indication the patient was able to test her blood glucose after the reported issue began. The patient did not test on other devices. Five days later, the patient reportedly developed symptoms of "extremely tired, shaky." At the time of concern, the patient administered self-treatment with food and/or drink. During troubleshooting, the customer care advocated noted that there was no product misuse, and the battery was not replaced. This complaint is being reported, because the patient stated she had symptoms that can be associated with hypoglycemia after the battery indicator icon issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.